Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display had missing and stuck pixels. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support, it was found the issue was resolved.